Manufacturer narrative:
Abbott field service inspected the analyzer and found a loose and leaking sample probe tubing. The probe tubing was replaced to resolve the issue and was identified to be the likely cause. A review of the service history for the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for probe tubing identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer reported a falsely elevated creatinine result on the architect c16000 analyzer. Sample ID (B)(6): creatinine initial 1562 umol/l and retest 106 umol/l. No adverse impact to patient management was reported.